Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited dentist on 18th june, but we couldn't get any other information. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Adverse event.